Manufacturer narrative:
Upon completion of the investigation it was noted that the evaluation of the tms system did not reveal any anomalies. This programmer was fully functional as received. The programming difficulties encountered in the clinical setting could not be duplicated in the laboratory. The root cause of this complaint could not be determined. This programmer is fully functional and anomaly free. Programming difficulties were not found when evaluating these programmers. Based on the investigation this complaint is considered closed. Trends will be monitored for this and similar events.

Event description:
The reading part (indicator/compass) did not show the correct pressure setting. The readout dial did not move most of the time. (B)(4).